Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, non-sustained right ventricular oversensing was noted on the implantable cardioverter defibrillator due to myopotential oversensing. The patient was asymptomatic. No intervention was reported.